Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. It was reported that the patient was sweating while they were asleep. A family member noticed this because the bed was wet so they tried to wake the patient but he was not responding. They reported the patient was low and that they did not receiver any alert from the clarity app. They called the paramedics and when the paramedics arrived, they treated him with glucose gel and the patient regained consciousness. During this time the cgm was displaying 68 mg/dl and it was reorted that his bg readings previously was below 70 mg/dl which is what the patient's low alert threshold is set to. The paramedics left after the patient stabilized. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.